Event description:
It was reported that the ¿cath external pump¿ got infected. It was indicated that it was ¿unplugged¿ and the reporter stated that ¿he did that¿. The pump was removed around (B)(6) 2012. The explanted pump was checked and the same pump was implanted. Within a week to a week and a half, the patient was with infection. The doctor then removed the pump and catheter, but then subsequently dropped the patient. It was stated that the patient did not know why. The device system was used to deliver morphine for 5.5 months, but then was changed to fentanyl, which he was on for 3.5 years. It was also stated that the patient was on dilaudid at one point.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
All previously reported eval code conclusions, (B)(4).

Event description:
Additional review determined that information, which was previously reported under manufacturer report # 3007566237-2012-01685, belongs under this manufacturer report. Any additional information regarding this particular infection will be reported under this manufacturer number. It was reported that following a revision, which was reported in manufacturer report # 3007566237-2012-01685, the area on the patient's belly around the pump became itchy, swollen, and had turned red and purple. The patient experienced fever, redness, and swelling at the device pocket. There was a spot on the patient's back over the catheter where a "large lump" the size of a baseball had developed. On the other side of the patient's back there was a "hole". The patient was admitted to the hospital. It was originally reported that the date of infection onset was (B)(6) 2012, but was later corrected to (B)(6) 2012. It was noted that while the patient was in the hospital he had the tests done where a health care professional "chiseled his spine to get cerebrospinal fluid." A culture was taken from the device pocket that determined that patient had streptococcus mitis. The entire device system was explanted (B)(6) 2012, and the patient was treated with antibiotics. The patient had a 1.5 inch scar from the catheter being put in and taken out 6 times. It was reported that the patient had to have four teeth removed due to infection in (B)(6) 2012. It was noted that the infection of the pump might have come from the patient's teeth. The infection resolved. It was also reported that the patient was concerned about his blood pressure. The patient stated "the last time it was checked it was 186 but it has been over 200" and also stated it sometimes gets high when he has had infections. It was later reported that the patient felt "sleepy all the time" since the surgery to remove the pump and catheter due to infection. The patient stated that he "didn't do anything now, feels he's in a real bind now and has lost 6-7 months of his life." Itt was later noted that the catheter and the pump were replaced "although he only needed to replace the pump (the date this occurred was not reported). It was reported that the hcp " infected the patient on purpose to get the pump out of him." The patient believed hcp had "something" against him. The pump delivered morphine at the time of the infection. The following previously reported information was found to be related to manufacturer report # 3007566237-2012-02629, "it was reported that the 'cath external pump' got infected. It was indicated that it was 'unplugged' and the reporter stated that 'he did that.' "

Event description:
It was later reported that the patient was not giving correct story and ¿just is old history¿. It was noted that the patient¿s pump was being used to infuse fentanyl. It was reported that ¿it¿s not a pump or catheter issue¿. It was noted that it was a ¿patient understanding issue¿.

Event description:
Additional information reported that the patient received assistance from their doctor or manufacture representative and their concerns were resolved. It was further stated that the patient was still having concerns regarding their device or therapy but was working with their physician or manufacture representative. Patient's appointments are "off and on." Patient has been utilizing manufacture's customer care line for 2 to 3 years. Customer support had been "very helpful and had helped the patient understand things so states reasons for certain issues." It was reported that the patient liked to be involved with treatments, therapy, etc.